Event description:
On 2021-sep-22, information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt states she needs her implant turned up as its not doing the job completely. Pt states she has turned up and tried the other groups but not exactly what she needs. Pt states sometimes will go up on its own but not helping. Pt has tried other groups. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp. On 2024-03-18, additional information was received from a healthcare provider (hcp) reporting that looking at the patient¿s records it looks like patient never got relief from the device. The reps tried many reprogrammings and turning up the settings but that did not help. Pt informed office on (B)(6), 2023 that pt was not getting relief from it and just wanted it out. The hcp looked up clinic notes and stated that the pt was having pain at left buttock side where the implant was, she had not seen managing hcp, in a while. Per pt device was never evaluated for any device related issues. It is causing more problem. On (B)(6), 2023, the patient¿s doctor removed the spinal cord stimulator. The clinic notes were received documenting that the patient¿s scs was removed as spinal cord stimulator system failed. It was documented that the patient was not getting pain relief from the scs and it was actually causing more pain. Per the patient it was indicated that manufacturer representatives (reps) had done many reprogramming sessions to try and address the therapy. It was indicated that the device was never evaluated to see if there were any issues with migration or any other device related issues. Patient reported having pain at their left buttock where the scs generator battery was located. The patient wanted the scs removed as it was not providing pain relief and was causing more problems for them. Patient stated that they did notice some numbness in their bilateral flank area with the area feeling swollen. A CT was done on (B)(6) 2022 which showed appropriately located scs system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.